Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the day after implant of the implantable cardiac defibrillator (ICD) and ventricular lead, the patient had a cerebrovascular accident (cva). Cerebral computed tomography showed recent ischemic stroke. The patient has a history of persistent atrial fibrillation (af) and medication was stopped four days prior to ICD implant. Patient had prolongation of existing hospitalization with reintroduction of medication and symptoms resolved. The device and lead remain in use. The patient is enrolled in the panorama 2 clinical study. No further patient complications have been reported as a result of this event.